Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker and right atrial (ra) lead exhibited increased pacing impedance measurements and noise. The noise was oversensed resulting in inappropriate atrial tachy response (atr) mode switches. Review of stored device memory revealed that pacing impedance measurements had increased from 800-850 ohms to 1,000-1,200 ohms. Noise was able to be reproduced with windmill arm movements. The patient reported experiencing dizzy spells, however, the physician stated the patient was not pacemaker dependent and did not think the dizziness was related. Subsequent information was received that low out of range pacing impedance measurements less than 200 ohms were observed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that a lead fracture was suspected in the location of the lead near the device header upon visual inspection. This was not confirmed through diagnostic imaging.